Event description:
Caller reported their pump screen was dark and wouldn't turn on, which caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi) and did not require assistance from a third party. Customer technical support (cts) attempted to resolve the issue by instructing the caller to perform various troubleshooting steps, including pressing the button firmly and plugging the pump into a power source. Despite these efforts, the pump screen did not turn on, and the green or yellow led light continued to blink. Cts decided to replace the pump, ensuring the customer received a unit with updated software and providing instructions for both storage mode and necessary steps upon receiving the replacement. Additionally, the caller was instructed to return the faulty pump via ups with a return box and pre-paid label.